Event description:
It was reported that the image, per the user facility, "was not clear, which created the problem". When asked if the image disappeared, it was reported that the image was "poor", and the doctor "could not see", and then refused to use the device for upcoming cases. When asked to clarify the meaning of "poor image quality", it was reported that the image was "not clear".

Manufacturer narrative:
"Additional information": b5 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to biopsy channel leakage, from which fluid invaded the device during handling of the device by the user. That caused abnormality of electronic component, as a result the suggested event temporarily occurred at the facility. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "(same as bf-p180) important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leak test failed at instrument channel switch 1. Distal end plastic was cracked. Distal end had a pinhole. The distal end glue was lifting. Switch 1 was cut. Electrical continuity have no reading. Insertion tube had dents, chemical damage and discoloration. The electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the switch rubber of the evis exera ii bronchovideoscope falls out causing poor image quality. The facility also reported that the disposable buttons would not stay in therefore requesting that ports be looked at. The issue was found during a bronchoscopy procedure. The procedure was completed with the same device with no delays, cancellation, or postponement. The customer's anesthesia or sedation was not extended there were no reports of patient harm.